Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening on posterior/radius and non-penetrating nick. Based on the device analysis the final assessment was a sharp crease opening on posterior and radius assessed as to a fold flaw openings, and non-penetrating nick.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade I.

Event description:
Pharmacist reported rupture and capsular contracture, baker grade I. Left side. Device explanted.